Event description:
Additional information received from a consumer (con) via a company representative (rep) stated that the pump was alarming every fifteen minutes. The patient stated that the pain got so much she started to vomit. The company representative (rep) was assisting the patient finding a pain managing physician to fill up the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (concentration and dose unknown) via an implantable pump for non- malignant pain. It was reported that the patient's pump started alarming five days ago and confirmed with the personal therapy manager (ptm) noted it was alarming due to pump empty. The patient was going to reach out to the new doctor. It was noted the patient had been bed ridden most of the week and was in severe pain.

Event description:
Additional information was received from the patient. It was reported that the patient called back and stated that now that the pump was empty, it was getting worse and it felt like the pump was burning into their body. Their healthcare provider (hcp) refused to call the patient back or help the patient in any way, and the hcp that they were referred to will not see them, stating the referral was too old. The patient called the referring hcp and they said the referral was not late. The patient stated that they couldn't walk and couldn't lay on the right side, and the left side was starting to have issues because it was overcompensating because of the right side. The patient stated that they couldn't wear their back brace and couldn't get a new brace because of the pump burning in the body. The surgeon said the pump was implanted on top of the sciatic nerve. The patient's hcp said fluid around the pump was the issue for the pain since deadening the sciatic nerve did not resolve the issue but made it worse. The patient was upset that the ma nufacturer was allowing their hcp to continue to work with patients, and the manufacturer's patient services specialist (pss) reviewed that the manufacturer manufactured the device and can not tell the hcp what to do. The patient requested the FDA number that the manufacturer reported to and the number for the legal department. Pss reviewed legal will work with legal representatives. The patient stated that they would then sue the manufacturer as well as the hcp and disconnected the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.